Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. She said that the battery needed to be replaced and that she has replaced it several times. When she has put in a new battery, the insulin pump did not recognize it and the pump gets a failed battery test alarm. She stated that she receives a low battery alert often as well. Customer declined troubleshooting for the low battery alert customer's blood glucose was unknown. After troubleshooting for the failed battery test alarm, customer was not able to clear alarm. She was advised that insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will not be returning for analysis.